Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins). It was reported that the physician backed the set screw out and could not thread it again. They tried to reseat the screw but were unable to. The doctor then decided to use a new ins. The issue was reported as resolved. It was noted that there was no patient involvement in the event. There were no further complications reported or anticipated.